Event description:
Bardport implanted port was put in to provide access for chemotherapy treatments. Needle was left in at that time, had first treatment 4 days later, needle was removed upon completion of treatment. During the 2 weeks in between 1st and 2nd treatment, I was experiencing chest pains and shortness of breath, I mentioned this to my oncologist, when I went for my 2nd treatment, she said it might be a reaction to the chemo, but then when the nurse tried to flush with saline before administering the drugs, I felt a burning sensation, my doctor said the port seemed to be blocked and scheduled me for a port check. My chemo was administered through the vein that day, went for port check at the hospital. They could not get blood return, an x-ray indicated port had broken, and a 4-6 inch piece of port had lodged in the heart. Immediate surgery through groin to remove. At that time, a second port was implanted, one from a different manufacturer. As a result, I have been under the care of a cardiologist and a pulmonary doctor, due to chest pains and shortness of breath, prior and after problem detected. This also caused a delay in further chemo treatments until my chest had a chance to heal.